Event description:
It was reported that during a hals sigmoid resection procedure, after insufflation, when the hand was reinserted, the seal fell apart. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during an unknown procedure, there were malformed staples. The staples didn't close properly. The surgeon used a second stapler to finish the intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that one device was returned in good visual condition and with a staple in the cartridge nose. The cartridge weld was noted to be sufficient. The device was tested for functionality and it fired and formed one staple; after this, the staples became jammed, making the device non-functional. As no conclusion could be reached on what caused the staples to become jammed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.